Event description:
The customer reported that the nurse spiked an activase 100 mg button and started priming the tubing and the medication immediately ran onto the floor. The nurse noticed a "huge" cut lengthwise in the tubing and it was compressed at the cut. There was no patient harm or medical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer's experience of set leaking was confirmed. During visual inspection, it was noted that the pvc was sliced approximately 4 1/2 inches below the check valve. The cut on the tubing is approximately 1 1/2 inches long. The root cause of the severed tubing was identified as a manufacturing issue. The severed tubing is consistent with tubing that is damaged during the pouch sealing portion of the assembly process.